Manufacturer narrative:
Additional, changed, and/or corrected data: b5

Event description:
Physician reported in our patient, the capsule is visible and no rupture is observed. Physician later confirmed rupture during surgery , swelling and pain. This record is for left side. Device has been explanted.

Event description:
Physician reported in our patient, the capsule is visible and no rupture is observed. Physician later confirmed rupture during surgery , swelling and pain. The affected side is unknown. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.9, h.3, h.6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flow opening. Device wrinkling: observed. Breast pain: unable to observe as it is not related to the manufacturing process. Edema: unable to observe as it is not related to the manufacturing process. No other observations observed, no further actions are required.

Event description:
Physician reported "in our patient, the capsule is visible and no rupture is observed". Physician later confirmed "rupture observed during surgery", "swelling and pain", "partial lobulations". This record is for left side. Device has been explanted.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Photo analysis: visual analysis of the photographs identified: device wrinkling: unable to observe as it is not related to the manufacturing process. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is not related to the manufacturing process. Edema: unable to observe as it is not related to the manufacturing process. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.